Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the introducer sheath, coil and delivery wire were returned for analysis. Visual inspection was performed. The twist lock of the introducer sheath had been opened. The coil and delivery wire arms were interlocked within introducer sheath. The delivery wire was inspected no damage was noted. The coil was removed from the introducer sheath and found to be severely stretched along the full body of the coil. Microscopic inspection was also performed. The interlocking arm of the delivery wire was inspected and there was no damage noted. The zap tip of the delivery wire was inspected and there was no damage noted. The coil was inspected and no damage was noted to the zap tip. The interlocking arm of the coil was inspected and no damage was noted. The coil dimensions that could be measure were found to be in specification. It was not possible to measure the outer diameter of the coil along any portion of the body, as the full coil was too excessively stretched. The number of fiber bundles recorded during product analysis was below the assigned specification. The reason for this is the coil was subjected to conditions that damaged its original structure. The delivery wire dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26jul2016. It was reported that advancing difficulties and tip deformation occurred. A 20mm x 40cm interlock¿-35 was selected for an embolization. During the procedure, when deploying the coil, it could not be moved forward. The physician pulled back the coil and noticed that the tip was not in the regular shape. The device was removed together with the unspecified catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the number of proximal fiber bundles recorded was below the assigned specification.